Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. H6: component codes: mechanical (g04)- im nail. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on and unknown date. Subsequently, the patient through follow-ups with the surgeon displayed radiographic evidence of delayed union. Multiple attempts have been made to obtain additional information. At this time there has been no additional information received.

Manufacturer narrative:
(B)(4). G2: foreign: south korea. Literature: kwon, s.; lee, m.; lee, h.; hwang, j. Gs hip nail versus affixus hip fracture nail for the intramedullary nailing of intertrochanteric fractures. J. Clin. Med. 2023, 12, 6720. Https://doi.org/10.3390/jcm12216720. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.